Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that well, now that I have looked further into the issue with the leaking stopcocks, I can see that reports have been made in our medcontrol system for incidents that occurred during patient care. Unfortunately, no lot batch numbers were recorded anywhere, which makes it difficult to submit a proper complaint. I have a few used not clean stopcocks here on my desk and only the dates of when the incidents happened. There have been four incidents in total. The first ones occurred in (B)(6) of 2026, and then on (B)(6). Unfortunately, I do not have better information than that. We often talk about the importance of documenting incidents properly and saving the packaging, but unfortunately this does not work well in practice. I assumed they included this information in their reports, but apparently it is not requested in the system. When replacing a propofol syringe with new tubing it was difficult to detach the tubing. When starting the propofol infusion, the three-way stopcock broke and leakage occurred with significant backflow. When replacing the tubing for a propofol infusion approximately 40 minutes later it was discovered that the stopcock tubing was leaking. Nothing unusual was noticed during the replacement. On some previous occasions it has been possible to feel if the tubing is threading incorrectly or is difficult to attach, but that was not the case this time. During the handover between evening and night staff the patient suddenly experienced a drop in blood pressure. The patient responded somewhat to tilting. The dose of noradrenaline was doubled and an injection of adrenaline was given before it was discovered that the three-way stopcock for the carrier line had come loose. It was reattached and the patient stabilized shortly thereafter.